Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The last calibration was performed on (B)(6) 2021 with acceptable results. The qc test had acceptable results. The field service engineer found that the gear pump head was broken and replaced it. They ran precision tests with acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c (501) module analyzer. Patient 1: the initial result was 11.1 mg/dl and the repeat result (on a piccolo, non-roche analyzer) was 9.1 mg/dl patient 2: the initial result was 11.4 mg/dl and the repeat result (on a piccolo, non-roche analyzer) was 9.3 mg/dl the repeat results were believed to be correct. The results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.